Manufacturer narrative:
We have received the device for investigation. The reported problem was confirmed. The common carotid balloon (blue balloon) was observed to be ruptured. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. Due to the nature of the procedure, balloon rupture is an inherent risk of using this product. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Excessive handling during insertion, and/or plaque and other deposits within the blood vessel, may damage the balloon and increase the possibility of balloon rupture. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Due to reports of similar complaints, CAPA 2024-005 was initiated to further investigate the issue.

Event description:
It was reported that the pruitt f3-s shunt blue balloon ruptured after insertion causing the common carotid to not be occluded during a carotid endarterectomy procedure. No suspected plaque in the area of use. 1.5 ml of saline was used to inflate the balloon. Patient was still in the hospital, but no injury was reported.